Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the internal fixation of small bones in the foot & hand with the darco¿ headless compression screws" that contains collected data on the usage and the outcomes of darco¿ headless compression screws. The report details analysis provided for procedures performed between may 12, 2016 and may 06, 2021. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: revision due to implant breakage in 3 cases. This is case 2 of 3.